Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-11097) .correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a remote transmission revealed premature battery depletion. The patient was brought into clinic and eri and eos were confirmed. The patient will be scheduled for a device replacement. No further information is available.